Event description:
On (B)(6) 2015, a representative from a dental office reported the case of a (B)(6) male patient who had a lava ultimate implant crown restorative bridge spanning tooth #2 to #5. This bridge had been placed on (B)(6) 2012; the patient presented on (B)(6) 2015, for re-cementation of the bridge. On (B)(6) 2015, the patient again presented and at this time, it was noted that the #2 tooth had broken beneath the bridge. The dentist was unable to perform a root canal on tooth #2, as the roots were calcified and the dentist was unsure if performing the root canal would do more damage. Tooth #5 received a partial root canal because this tooth's roots were also calcified. The plan is to continue to monitor both teeth on subsequent dental visits.